Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have low torque failures based on in-house testing. The instrument was confirmed to be used on the system. The instrument was unable to be tested for grip force due to no fixture availability. Low torque errors are often caused by a loose grip cable at the proximal end, which can be due to component failure resulting from usage or a manufacturing error, where the grip clamping pulley has a loose screw. The grip cable was not loose, and there were no broken/missing components identified. Additional related observation(s) states that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow was not detected across either grip tip. There was no obvious damage to the conductor wires. Energy delivery was tested and failed in various grip orientations. The instrument was further evaluated by failure analysis engineer (fae) and the initial findings were partially confirmed, in that the instrument failed electrical continuity intermittently on one of the jaws different wrist orientations. No low torque failures were noted as mentioned in the initial fa findings. The instrument was disassembled and the jaw under question was analyzed using computed tomography (CT) scanning. The conductor wire was noted to have an incomplete connection due to a partial break at the weld point in which the instrument failed electrical continuity at that jaw intermittently. A review of the system logs showed that the instrument was used for about 78 minutes for a few seal and coag events, indicating that the instrument worked fine until the failure was reported.

Event description:
It was reported that the vessel sealer extend (vse) instrument was an incidental return. The customer reported event has no report of patient injury.